Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was broken. The bottom full height matrix drawer had come off the tracks on at least one side, possibly both. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that the drawer 7 was extruding several inches from the cabinet and could not be closed. The ball bearing cages on both slide rails were severely damaged. The bumpers were missing or damaged, which led to the migration of the bearing retainer and the subsequent ball bearings falling out. The fse removed the drawer and the slide rails, replaced the drawer with new slide rails, and swapped the drawer back into production. The system functioned as intended after the field service engineer had repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer was broken. The bottom full height matrix drawer had come off the tracks on at least one side, possibly both. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.